Event description:
New information received notes that the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was revealed that the patient's pacemaker may have exhibited premature battery depletion. No intervention was performed. The patient was stable.